Event description:
A patient on peritoneal dialysis (pd) therapy reported that they had an unspecified infection and had their pd catheter (not a fresenius product) pulled on 25/feb/2021. Additional details about the reported infection are unknown despite multiple due diligence attempts. However, there were no reported issues with any fresenius products that caused or contributed to the reported event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s infection event. Based on the reported information the cause of patient¿s infection cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Infections are not uncommon in patients with end stage renal disease (esrd) due to immune compromise from disease process.

Event description:
A patient on peritoneal dialysis (pd) therapy reported that they had an unspecified infection and had their pd catheter (not a fresenius product) pulled on (B)(6) 2021. Additional details about the reported infection are unknown despite multiple due diligence attempts. However, there were no reported issues with any fresenius products that caused or contributed to the reported event.